Event description:
Terumo medical received a med sun # (B)(4). The event description states: "tip of wire broke off while in patient." Additional information was received on 04jun2025: the runthrough wire tip was left alone in the mid circumflex branch. Per the doctor, the wire was not at risk for migrating.